Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead; implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) epicardial lead was recording high thresholds and low pacing impedance, and that the patient's bi-ventricular (bi-v) implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The patient's lv lead was capped and replaced, and the biv ICD explanted and replaced. No patient complications have been reported as a result of this event.